Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that high shock values were reported. No device data was available. This device remains implanted and no change were made. No adverse patient effects were reported.